Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report low blood glucose levels and lost sensor alerts. The customer's blood glucose level was 45 mg/dl. The customer treated by eating ice cream. The customer stated that the sensors usually do not work so she takes them off. The customer declined to troubleshoot. The sensors were replaced but not returned.